Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. The action(s) recommended by the tse corresponds with accepted service practices for the failure(s) generated by the device.

Event description:
It was reported that the ventilator was in an inoperable state. The source pressure air water trap was full and water went into the inspiratory module. Patient involvement, though requested, is unknown.